Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had an error code at startup and red screen. The seal had a bubble. The root cause of the reported issue was found to be that during the software download there was an interruption before it was completed. The seal had a bubble. Actions were taken to mitigate the reported issue: reloaded the software and replaced seal.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code 46011 and had a bubbled downstream occlusion seal. It is unknown if there was patient, or clinician injury associated with these occurrences or if the side effects resolved. No further details provided at this time.